Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's explanted device was discarded and will not be returned for analysis. A review of the device history record noted no rework. This is the final report.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted. The recipient will not be reimplanted at this time.